Event description:
It was reported that during a pta procedure, a portion of the teflon coating was missing. No patient injuries or complications occurred.

Manufacturer narrative:
H.2 it appears the guiding wire will not be returned, so no returned product analysis will be available.